Event description:
During a gastric bypass procedure, the device misfired during the procedure. Case completed with another device of the same product code. No pt consequence. No further information available.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged, and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lockout tab. The device was received with a not fully formed staple blocking the knife slot; it is impossible the device was not cleaned before reload. It should be noted that; "prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. Insert the new reload by sliding it aginst the bottom of the cartridge jaw unitl it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instruemnt is now reloaded and ready for use." The device was disassembled to verify the condition of the internal componnents; the left shroud pinion axle support and the short rack teeth were found damaged. No functional test could be performed due to the condition of the device.